Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ calcification: no observed calcification in the device. ¿ crease/folding of implant: no observed creases on the device. It is possible to determine the lot number 2927811 or catalog n-ssm345 through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported left-side capsular contracture baker grade iii/IV. Later, healthcare professional reported, "calcified capsule" and "any creases." The device has been explanted and replaced.

Event description:
Healthcare professional reported, left-side capsular contracture, baker grade iii/IV. Later, healthcare professional reported, "calcified capsule" and "any creases". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown